Event description:
Review of an article revealed that a vns pt underwent explantation of the vns therapy system due to lack of efficacy. Good faith attempts for additional info have been unsuccessful to date.

Manufacturer narrative:
Ardesch jj, et al., vagus nerve stimulation for medically refractory epiepsy: a long-term follow-up study, seizure: eur j epil (2007), doi: 10/1016/j.seizure.2007.04.005.